Manufacturer narrative:
Analysis and results: there are no previous complaints of this code- batch. We manufactured and distributed (B)(4) units in the market. There are no units in stock in b. Braun surgical's warehouse. We have not received any sample from the customer. Without closed and/or defective samples a proper analysis cannot be performed. Reviewed the batch manufacturing record, this product had two incidences not related to this issue and was released fulfilling usp/ep and b. Braun surgical requirements. Knot pull tensile strength results before releasing the product were 1.67 kgf in average and 1.54 kgf in minimum and fulfilled european pharmacopoeia requirements (ep requirements: 0.97 kgf in average and 0.49 kgf in minimum). We have also reviewed the complaint history record, and there are no previous complaints regarding thread breakage in any of the other products manufactured with the same thread raw material batches used in this product. Final conclusion: without samples we are not in position of studying if the affected product does not fulfil the specifications. In consequence, a proper analysis cannot be done and the case is not confirmed due to lack of evidence. Nevertheless, we take note of this incidence and if any sample is received in the future, we will re-open the case and analyse it. Please note that when no samples are received our analysis is very limited. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Event description:
It was reported an issue with novosyn suture. The client reported that the thread broke before use. Additional information has not been provided.